Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to severe hemoptysis, increased pump flow estimation, and an inr of 3. It was reported that thrombosis was suspected, but that the plasma free hemoglobin remained within normal limits. The patient was on aspirin and coumadin. The patient received vitamin k, and 5 units of red blood cells and 2 units of fresh frozen plasma. The patient developed blood clots in the respiratory system, which resulted in airway compromise and respiratory failure necessitating intubation. A bronchospcopy found a saddle pulmonary embolus, and the presence of large clots in the main stem bronchus and lungs. The clots were extracted via rigid bronchoscopy. The patient¿s condition declined, and extracorporeal membrane oxygenation (ECMO) was implemented. The vad clinicians suspected device thrombosis. The manufacturers technical services reported that the log file showed power and flow estimation trending upward. There were also some sporadic power elevations. It was reported that the patient expired on (B)(6) 2017 due to the totality of the adverse events reported. The cause of death was reported as multisystem organ failure. No additional information was provided.

Manufacturer narrative:
It was initially reported that the pump was returning for analysis; however, additional information received stated that the pump was not explanted. No product was returned for evaluation. A correlation between the device and the suspected pump thrombosis could not be conclusively determined. Review of the submitted system controller log file that contained data from (B)(4) 2017 to (B)(4) 2017, revealed no atypical alarms and that the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received that the patient also had gross gastrointestinal bleeding with the same hospital admission. The patient was treated with vitamin k and received blood transfusions. The bleeding source was not identified.